Manufacturer narrative:
(B)(4). Batch # t94n6a. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel. The lower jaw channel was damaged. In addition, the I-blade lower tip was damage. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic hysterectomy, the I-blade broke. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.